Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion (insulin flow block) at the site event on 13-jul-2024. The event occured within 3 hours of insertion. The insertion site was at the abdomen. The blood glucose level was 340 mg/dl at the time of event. The patient reported blood in the cannula. The patient replaced the supplies as necessary and resumed insulin deliveries succesfully. No further information was available.